Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon attempted to fire over a vessel, but the clips stayed open and did not form. Additionally, some of the clips were falling out of the device. It is unknown if a cholangiogram was performed. It was unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent.